Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. A new battery was placed during the implant procedure. An impedance check was run and it showed 2 impedances with c<(>&<)>1 and c<(>&<)>2 no symptoms were reported. No further complications were reported or anticipated.